Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14374. It was reported that the patient experienced ineffective stimulation due to the system auto-reducing. X-rays were taken which confirmed lead fracture and diagnostics showed high impedances on multiple contacts. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.